Event description:
This ra lead was implanted on (B)(6) 2011. An adverse event form was received on 1/18/12 which states that on (B)(6) 2011 the physician increased the atrial output due to high thresholds. Patient states that she feels tired. Rhythm strip showed 10 nsvt episodes. Patient will be seeing her primary cardiologist in (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).